Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: copious leakage from around the wire; the wire was linearly positioned with no asymmetric traction; angiogram had to be stopped; withdrew everything but the wire and replaced the sheath; blood loss was approximately 50cc; the procedure was completed successfully; and there was no patient injury or medical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. The sheath was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The retention samples from the involved product code/lot# combination and the surrounding lots were visually examined and confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the retention samples were normal product. It is unclear if the off-center anomaly found on the returned sample may have led to the reported leakage. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.